Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had been having dizzy spells and falling. The healthcare professional changed their medications, but the falling got worse. The patient had pain in their lower back that was constant and pain in the neck, shoulder blades and right knee that was bad. The manufacturer representative checked the implant and it was working well. The patient had burning around where the battery pack was under the skin and was told to turn it off at night.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), product type lead. (B)(4).

Event description:
The patient reported that the patient had been falling a lot and the stimulator had not been keeping up with the pain. It was thought that the falls could be related to this issue. The patient had been working with the health care professional (hcp) about the falls and pain. The hcp wanted the patient to try acupuncture. The patient wanted to know compatibility. Other relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that stimulation was not covering the pain and she wanted to use stimulation to boost circulation. The patient stated she had many falls around the time of the change in therapy and she was not even able to sleep at night. The patient mentioned she had been charging the implant on a regular basis and the change in therapy or symptoms was considered gradual. The patient noted she had called the doctor and the doctor told her the implant was fine the last time they checked it. The patient was going to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-may-29. It was reported that a manufacturer representative (rep) met with them on(B)(6) 2018 to show the patient how to adjust the stim for their back, right and left leg. In result, the implantable neurostimulator (ins) was helping the patient much better and the pain level had reduced. The patient was scheduled to meet with their healthcare professional (hcp) and a rep on (B)(6) 2018. There were no further complications reported or anticipated.